Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. The root cause of the access site bleeding issue was most likely patient condition related, as the patient had very low platelets and blood supplements were also given as per the clinical description provided.

Event description:
The user facility reported a 61-year-old male was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the patient developed an impella 5.5 access site bleed during patient support. It was noted by the surgeon that they had difficulty in preventing the anastomosis from bleeding. Thrombin, manual pressure, and sutures were added to address the bleed. Furthermore, the platelet levels were low and the patient received brilinta. Support continued with the implanted pump following the intervention.

Manufacturer narrative:
The impella device was not returned by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.